Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty cable. A device history record review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to design. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an image issue. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient injury associated with this event.